Event description:
When the device was used during a laparoscopic nissen fundoplication procedure, the device contained within the tray malfunctioned (button to deploy knot would not depress-locked). This happened to the user three times in one day on three different procedures. In each case, a single sterile device was opened after the malfunction and performed without incident. Due to the malfunction, the suture was cut out from the stomach and another reload on a new device was required. There was no pt consequence.